Manufacturer narrative:
Though requested, the product has not been returned for evaluation. The device history record (DHR) was reviewed and there were no discrepancies or deviations found that related to the reported issue. The investigation is ongoing.

Event description:
It was reported that an intraocular lens was removed six months post-implant due to dislocation of the lens. A vitrectomy was performed, incision was enlarged and sutures were required. Additional information was requested, but was not available.

Manufacturer narrative:
According to the reporter, the lens is not available for evaluation. Additional information was requested, but not received. The lot history, trend analysis, risk analysis and directions for use review are considered acceptable, with the product performing within anticipated rates. Based on the information provided, the root cause of this event could not be conclusively determined.